Event description:
Device was received for repair only. Two small fragments were noted to be broken free and were missing from the tip of the device. Hosp contact reported that the device was noted to be non-functional prior to use. The location of the missing pieces was not known, and the hosp staff was unsure of when the device became broken. Due to the small size of the fragments it is possible that, had the device broken during previous use, the fragments may not have been noted at the time of the event. Based on this information, the co is taking a conservative approach and filing this MDR.